Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 99 syringe 3ml ls 24g 1in tw experienced poor perforation on packaging which was noted prior to use. The following information was provided by the initial reporter: the cutting line of series packaging is not easy to tear, and it is easy to cause the package to tear.

Manufacturer narrative:
Investigation: one photo and twenty-eight samples were received by our quality team for investigation. Upon visual inspection of the photo and samples it was observed that there was unclear perforation cut lines in between the blister packages which would cause the tears and making the packages difficult to tear; therefore the incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. At the packaging perforation station, there is a perforation knife to create perforated cuts. Based on the investigation, the probable root cause could be due to the perforation knife wear and tear, causing the unclear perforation cut lines and the production technician may have been unable to detect the good and bad perforation cut lines, hence parts flow to next process. An extra visual inspection will been done to ensure correct perforation lines are on the packaging.

Event description:
It was reported that 99 syringe 3ml ls 24g 1in tw experienced poor perforation on packaging which was noted prior to use. The following information was provided by the initial reporter: the cutting line of series packaging is not easy to tear, and it is easy to cause the package to tear.